Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the tip base. A piece approximately 0.086" x 0.13" was found to be broken off and was not returned with the instrument. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was observed to be broken. There was no report of patient involvement.